Manufacturer narrative:
Batch review performed on 13 june 2025: lot 2426073: (B)(4) items manufactured and released on 18-oct-2024. Expiration date: 2029-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: batch review performed on 13 june 2025: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2423832: (B)(4) items manufactured and released on 15-nov-2024. Expiration date: 2029-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 2410673: (B)(4) items manufactured and released on 19-june-2024. Expiration date: 2029-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12. E002rp patella resurfacing size 2 e-cross (k202022) lot 2423942: (B)(4) items manufactured and released on 20-sep-2024. Expiration date: 2029-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent competitor product. The surgery was completed successfully.